Manufacturer narrative:
Product analysis:visual review did not identify crack, fracture or breakage.

Event description:
Type of procedure or technique used:anterior cervical discectomy and fusion levels implanted: c4/5 it was reported that on an unknown date, post-op, the implant broke. It was reported that two halves of self tapping screws remained in patient. There were patient complications. Patient had a hard time swallowing due to broken plate/screws. Revision surgery was performed as a result of this event in which plate and screws were removed and patient received a pcf for pseudarthrosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation is yet to happen. It is difficult to come to a conclusion until results from the device evaluation arrive.